Manufacturer narrative:
An event regarding a pin seizing in a tibial resection guide rt was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in used condition with the headless pin stuck in one of the pin holes. Abrasions were noted on the device, likely the result of contact with the oscillating blade but otherwise unremarkable. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. -complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the investigation of past complaints concluded that burrs or debris would get caught between the pin and the resection guide hole causing it to seize. A CAPA was opened in january 2005 to determine root cause and effective corrective action. The CAPA team decided that the best corrective action was to change the design of the 1/8" headless pin. (B)(4) was implemented on 6-jun-2006 to add flutes to the bottom half of the pin. The fluted pins, 7650-1038a or 6541-4-003a, will allow the pin to act as a drill bit and clear any burrs or debris located on the inside surfaces of the cutting blocks/guides. The reported pin is contained within the scope of the CAPA.

Event description:
Surgeon used an old pin on a tibial cutting block and it became locked in the block. Used another cutting block from universal baseplate tray.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Surgeon used an old pin on a tibial cutting block and it became locked in the block. Used another cutting block from universal baseplate tray.